Event description:
It was reported that a user experienced hypoglycemia after initiating ilet use, with glucose decreasing into the 60s near bedtime; the user ingested approximately 19 grams of carbohydrate from potato chips, after which glucose increased to 106, and the user inquired about pausing insulin. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient low glucose outside target for approximately 20 minutes, self-treated with oral carbohydrates, without medical intervention, hospitalization, or ketone testing. Investigation included customer care troubleshooting and education regarding staged carbohydrate treatment for low glucose and guidance not to pause insulin when treating with small carbohydrate increments. Investigation of this case revealed no device alarms or malfunctions and that the event occurred on the first day of system use while the ilet was learning insulin needs, with potential overcorrection from a larger carbohydrate intake leading to subsequent insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.